Event description:
It was reported device shows the error: ' cassette not attached properly. Reattach cassette.' Alarm.'' The event occurred during testing. There was no physical damage reported. There was no patient involvement.

Manufacturer narrative:
B3 is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the device was in used condition, not in its original packaging, the downstream occlusion (dso) seal was bubbled, and the upstream occlusion (uso) seal was worn. Service history review determined the device has not been serviced within the review period. Review of the event history log was not applicable. Functional testing confirmed the customer's reported issue. The investigation determined the cause of the issue was a defective dso sensor. The dso sensor was replaced, along with the dso seal and uso seal.